Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the lot number was 12k with supplementary information number of ¿10¿. (M-bc manufacture date: feb 10, 2021). The cutting wire was broken. The broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. According to the information from the initiator, vio3 (non-olympus) electrosurgical unit was being used for the procedure. No abnormalities were detected in the device history record with the lot number for the following inspection items which related to the reported phenomenon. Orientation of cutting wire; appearance of tube; length of cutting wire; length of coated portion; operation of cutting wire. The cutting wire was broken. Therefore, bending of the cutting wire or deformation of the tube could not be confirmed. As all products undergo 100% inspection for the cutting wire and the tube, the deformation of the cutting wire or the tube was possibly caused by load applied to the location when: the pre-curved stylet was removed; the distal end of this instrument was pre-curved; the device was inserted into the endoscope; the distal end of the tube was extended from the endoscope with the forceps elevator raised; the guidewire was inserted into the distal end of the tube. Since the broken area of the cutting wire was scorched and melted, the cutting wire possibly broke while the output was activating. Based on the results of confirmation of the device and the investigation results in the past, a likely mechanism causing the broken cutting wire might be the following. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. Due to the situation of ¿1¿ description, the cutting wire and the endoscope were being close to each other. The output was activated in state of ¿2¿ description. This might have led to an electrical discharge between the cutting wire and the distal end of the endoscope. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from olympus medical science sales co., ltd. (Omsj) that was inserted into the duodenal papilla during an endoscopic papillotomy (est) using the subject device, the knife wire was flexed. The user facility removed the subject device from the patient without output using it, the intended procedure was completed with another device. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. On april 9, 2021, olympus medical systems corp. (Omsc) found that the knife wire was broken. There was no report of patient injury associated with the event.